Event description:
It was reported that tandem mobi pump issued cartridge alarm during use, identified as cartridge alarm 35, and issue did not occur during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer removed cartridge from pump, delivered 9-unit bolus as instructed while being informed that active insulin amount would be affected, then successfully reloaded original cartridge, resumed insulin therapy, and issue was resolved with no further problems reported.